Event description:
It was reported that the pre-syncopal patient presented remotely via merlin.net transmission. Upon review, the device exhibited episodes of non-sustained ventricular oversensing, hence no therapy was delivered to convert tachycardia during those episodes. The patient was brought into the emergency room, and programming changes were made to address the issue. The patient also had a surgical procedure done for a left ventricular assist device. The patient was stable post procedure.